Event description:
Patient reported the infusion set is leaking. Customer stated he does not know the location of the leak. Patient reported he discovered the leak because he could smell the insulin. When he smelled insulin, he looked down and saw his shirt was wet. Patient stated he changed the infusion set. No adverse event was reported. Patient no longer has the alleged infusion set. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.